Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the server. A technical support specialist (tss) reviewed the issue after the customer reported being unable to log in to the server. The tss examined the authentication records and identified that the login request was failing due to a database condition. The tss determined that the database transaction log had become full, which was preventing successful authentication. The issue was associated with a bloated database, which explained the login failure. The tss coordinated with the team responsible for database maintenance, and the database issue was addressed and resolved. The tss then contacted hospital staff to confirm the status and followed up with the customer to request login testing. The customer later confirmed that access to the server and the application had been successfully restored. The customer also confirmed that the issue had already been resolved and that login functionality was working as expected. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in even though the correct password was entered, and the system continued to display an incorrect password message. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.